Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly calcified and 90% stenosed, which may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Ultimately, return of the sds may have assisted the investigation in determining a cause for the reported rupture. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint and there have been no related incidents reported for this lot. Additionally, on-line test data for this lot shows all units passed manufacturing criteria. A query of the complaint-handling database was performed and there have been no other incidents for balloon ruptures reported for this lot. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined, however there does not appear to be any indication of a product quality deficiency. All stent delivery systems are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity.

Event description:
It was reported that the lesion was in the distal left anterior descending with mild calcification and 90% stenosis. Pre-dilatation was performed with a non-abbott balloon catheter, then the xience v was advanced. However, the stent delivery system balloon ruptured at 7 atmospheres upon the first inflation to deploy the stent. The stent implant was deployed and post dilatation was done with a voyager nc balloon catheter. No adverse patient effects were reported. No additional information was provided.